Event description:
A hemolysis, hematuria, anemia, renal insufficiency/failure occurred. It was reported that farawave 2.0 was selected for use. During post ablation, patient developed elevated creatinine levels and hemolysis requiring additional hospitalization beyond the standard of care. The physician believes the complication is related to the gen 2 farawave catheter noting is the fifth similar case within three weeks at the same hospital. It was 110 ablations performed and they occurred at redo atrial fibrillation (a fib) ablation (right inferior pulmonary vein (ripv), posterior wall (pw), septum, lateral mitral line, anterior mitral at, cavo tricuspid isthmus (cti), svc, ra at anterior, ra septum). The patient did exhibits clinical signs or symptoms related to hemolysis such as renal insufficiency/failure, anemia, hematuria, etch. The patient has been hospitalized and expected to fully recover. In physician opinion, farawave has contributed to the patient complication, causing hemolysis. Patient has been discharged. Multiple ablation sites (pvi, posterior wall, septum, cti) were treated in one session and could that increase the risk.